Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue( tm) defibrillation gel.

Event description:
The patient reported a skin irritation while wearing the lifevest. The skin irritation was described as skin redness. The patient's doctor recommended the patient remove the lifevest. There is no alleged device malfunction. Follow up with the patient was completed and the skin irritation was improved.